Manufacturer narrative:
The insulin pump passed pump self-test, off no power test, error test, displacement test and rewind test. The operating currents were in specification. The motor error alarmed during basic occlusion test and alarmed during prime test due to moisture damage on force sensor resistor. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. The moisture damage on all electronic assemblies noted. Corroded motor assembly noted.

Event description:
It was reported via phone call that the insulin pump alarmed compromise force sensor during the rewind process. The customer's blood glucose was unknown. The customer was advised to discontinue use of the pump and revert to back up plan.